Event description:
The customer obtained multiple, unexpected, vitros amon quality control results on a vitros 5,1 fs chemistry system. Vitros lpv f2093 = 138.49, 308.24, 209, 210 vs. An expected result = 173.5 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, unexpected; vitros amon quality control results were obtained on a vitros 5,1 fs chemistry system. There was no evidence that a reagent related issue contributed to the event. The investigation determined that the most likely root cause of the event is analyzer related due to microslide incubator contamination. Acceptable amon performance was obtained after performing the routine maintenance procedure of cleaning the rate/cm microslide evaporation caps.